Event description:
Title: sp02 cable failure. Pt with c 5-6 fractures/sci (spinal cord injury) on a ventilator desaturated to 79% with sp02 (saturated percentage oxygen pulse oximetry) cable/monitor reading 100%, normal waveform. Desaturation was noted on abg, which was drawn after ventilator settings were changed. Pt had not demonstrated clinical evidence of respiratory compromise at that point. Site reporter states that abg was definitely drawn from the arterial site, not venous. Results showed indications of respiratory compromise.